Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause is that the electric board has failed. The cause of the failure of the electric board could not be identified because the actual device was not sent. Because more than 6 years had passed from the subject device had been manufactured, it is presumed that the failure is due to deterioration over time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, the subject device was turned on the power, however the subject device could not start up about once every five times. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. There was no report of patient injury associated with the event.